Event description:
It was reported the pt experienced a pulsing sensation and heating at the ipg site when the stimulation is on. F/u revealed the ipg was explanted and replaced with a competitor device. The pt's lead was not explanted.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.